Manufacturer narrative:
A complete lead was returned in one piece for analysis. Visual inspection of the lead did not find any anomalies except procedural damages. The helix was found to be retracted and clogged with blood. After cleaning the helix and applying torque to the connector pin, the helix could be extended and retracted. The full helix extension length measured within specification. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant. It was noted that the atrial electrode could not be well fixed in the myocardium, so the atrial electrode implantation was abandoned. The patient was stable.